Event description:
On (B)(6) 2014, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Device evaluation: the pump has been returned to animas and evaluated on 12/05/2014 with the following findings: the display screen was found to be dim and discolored.